Manufacturer narrative:
It was reported by the hospital contact that during aneurysm (right arteria cerebri media m2) surgery the agility.014 205cm standard ((B)(4)) was inserted into the prowler 14 microcatheter (details unknown), which didn't allow the wire to move ahead. The top of the wire was out of the catheter but it was very difficult to direct it or move it. When it was taken out from the catheter, the top of the wire was elongated and a bit opened. Then a new wire (details unknown) was passed through the same microcatheter without any problem. Prior to inserting the guidewire, the distal tip was reshaped. The shaping mandrel was used to reshape the distal tip. There were no damages noticed after the distal tip was reshaped. A constant and dedicated saline source was used at all times. During use and since there was resistance, additional torque was used while the guidewire was stuck in the microcatheter. There were no damages noticed on the microcatheter. It was initially reported that the product will be returned for analysis. Device history review was performed and there were no known non-conformities during the manufacturing process of cordis complaint part number (B)(4) and lot number 656484; concert medical part number (B)(4) and lot number 327414. The corewire was broken just proximal to the midjoint. The tip and midjoint were intact. The corewire proximal to the brake exhibited a long bend. The device was held together by the coil wire, which was stretched out. Examination of the corewire failure reveals a flat transverse break. This is indicative of a ductile torsion failure. The bend in the corewire is the likely cause of the difficulty in movement and likely led to the failure. Failure appears to be caused by forces applied to the device that exceeded the design specifications. Based on the information, the event distal tip unraveled/stretched in patient was confirmed. However, the event guidewire resistance/friction could not be confirmed. No corrective actions will be taken at this time.

Manufacturer narrative:
At the time of the report, the device was available for analysis. Additional information will be submitted within 30 days of receipt. (B)(4).

Event description:
During aneurysm (right arteria cerebri media m2) surgery the agility .014 205cm standard (614481/656484) was inserted into the microcatheter, which didn't allow the wire to move ahead. The top of the wire was out of the catheter but it was very difficult to direct it or move it. When it was taken out from the catheter, the top of the wire was elongated and a bit opened. Then a new wire was passed through the same microcatheter without any problem.

Manufacturer narrative:
Device history review was performed and there were no known non-conformities during the manufacturing process. The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The product will be returned for analysis, but it has not been received at the analysis site. Additional information will be submitted within 30 days of receipt.